Event description:
It was reported that, after a thr surgery, on (B)(6) 2022 patient underwent a revision surgery due to a broken polarstem in the neck region. Current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H6: it was reported that, after a total hip replacement (thr) surgery, on (B)(6) 2022 patient underwent a revision surgery due to a broken polarstem in the neck region. The hip implant was not returned. Hence, no visual inspection could be performed. A review of the risk management documentation has been conducted. The occurence and severity are in line with the corresponding risk file. Due to insufficient information, it is not possible to perform a review of past corrective actions. No review of the production documentation could be performed due to missing batch number. Furthermore, a review of the device labelling reveals that the IFU (lit. No. Lit. No. 12.23, ed. 03/21) states fraction of the component as a ¿risk factor¿ in combination with the implantation of a hip prosthesis. Based on the available information, the reported failure mode and the complaint could not be confirmed, and it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. Should the device or additional information be received, the complaint will be reopened. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed.